Event description:
It was reported that an ilet user in bg run mode was unable to enter a blood glucose due to a ¿dosing stopped. Connect cgm¿ message while no cgm sensors were available, and the user transitioned to backup therapy; the user also reported charging difficulties in which the device displayed ¿battery too low, can¿t turn on, please connect to charger,¿ required over two hours to reach approximately 50 percent, and intermittently indicated charging while off the pad. Symptoms included hyperglycemia with a reported value of 307 mg/dl without additional clinical manifestations. Outcomes included user self-management with backup therapy and no medical intervention. Investigation included complaint intake and troubleshooting attempts related to charging behavior and system state. Investigation of this case revealed a reported charging performance concern and inconsistent charging indication, consistent with a charger or charging interface problem, alongside a dosing stoppage due to lack of cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device evaluation and incomplete troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.